Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was 219 mg/dl, when the patient felt his legs gave out on his way to the bathroom, he lost consciousness. The patient's mother called the ambulance, the paramedics took a bg reading which was 35 mg/dl and the cgm reading was 219 mg/dl, they treated the patient with IV glucose. After the treatment, the patient recovered and was stable. They took another bg reading which was 143 mg/d. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient legs gave out. The reported glucose values fall within the e zone of the parkes error grid when the paramedics assisted the patient. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.